Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (3000 mcg/ml, 1.698 mcg/day, unable to obtain the lot) via an implantable infusion pump. The company representative was unable to obtain the other medications used and the patient medical history. The indication for use was not noted. It was reported that the hcp wanted the pump to be analyzed. Volume discrepancies were reported, at the refills. It was also questioned whether the cause was pump overinfusion. On (B)(6) 2015 the pump was emptied. The expected volume according to the clinician programmer was 22.6 ml and the actual volume aspirated was 20.6 ml. The pump was replaced and was to be returned for analysis. The issue was resolved, as of the time of the report ((B)(6) 2015). The patient status at the time of the report was "alive - no injury". Additional details about what happened to the patient, relevant to the event, were not specified. No further information was provided.

Manufacturer narrative:
Only the pump was returned for analysis. As received, visual inspection of the pump exterior was performed and no anomalies were noted. The pump reservoir was empty and in the minimum rate infusion mode with fentanyl 3000 mcg/ml at a dose of 18.4 mcg/day. Pump memory logs were gathered including the infusion history and no anomalies were noted. Dispense accuracy test performed and the pump passed testing. The fill septum was visually inspected and pressure tested and no visual or leaking of the fill septum was seen.